Manufacturer narrative:
(B)(4). Date sent: 9/26/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. Additional information was requested and the following was obtained: "no patient consequences, the surgeon could manage". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, clip applier is not closing easily. Some staples didn't close properly. Placenta previa bleeding. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2024. D4: batch # unk. This is an analysis for a video submitted to ethicon for evaluation. During visual analysis the following was observed: the video shows a ligaclip*mca large applier product code mcl20 the sample is observed forming and ejecting clips when activated by the user, it is observed with fluids in the area of the jaws. Based on the video review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. Correction: d4. Primary UDI number. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.